Manufacturer narrative:
(B)(4). Approximate age of device - 20 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the vad clinic on (B)(6) 2017 with symptoms of dizziness and weakness. The patient was admitted to the hospital for evaluation due to an elevated lactate dehydrogenase (ldh) of 748 u/l (baseline range of 125-220 u/l) and elevated free hemoglobin of 70 g/dl (reference range less than 30 g/dl). The patient was started on a heparin infusion. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 30aug2017, stated that the patient continued to have elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh). The patient was discharged on (B)(6) 2017 with awareness of risk of thrombosis. The patient's ldh and pfh remained elevated until (B)(6) 2017. During a clinic visit on (B)(6) 2017, the patient ldh was 297 u/l and pfh was less than 30 g/dl.